Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Vessel perforation: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a change in distal pulses of the lower extremity on the pump access side. The arterial puncture was closer to the iliac rather than the common femoral artery. The patient was escalated to an impella 5.5 and a surgical groin cutdown with angiographic evaluation and proximal dissection was performed. The patient was in stable condtion.

Manufacturer narrative:
B5 clinical review was added. D4 UDI was added as it was omitted from the initial report that was submitted. E1 added zip code and zip code extension as it was omitted from the initial report that was submitted.

Event description:
An impella cp was placed in a 68-year-old female with cardiogenic shock and prior CABG via femoral access. During support, diminished distal pulses were noted on the access side lower extremity, and evaluation revealed a more proximal arterial puncture near the iliac artery rather than the common femoral. The impella sheath remained in place with sfa bypass, support was escalated to an axillary impella 5.5, and the patient underwent surgical groin cutdown with angiographic evaluation and proximal dissection to address the access related vascular complication. Based on the available information, the reported events including ischemia, suspected vessel perforation, device removal and replacement, and surgical intervention are most plausibly associated with the patient¿s underlying cardiovascular illness and the complexity of vascular access management. The vascular complication is consistent with challenges encountered in patients with prior CABG and severe vascular disease.